Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system cannot make exposure intermittently. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found tube current error. Fse performed tube conditioning and adaptation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system could not make exposure intermittently. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.